Event description:
Complainant alleged that there was no signal. Complainant indicated that there was no pt involvement in the reported malfunction. The customer did not know the serial number of the device. The customer isolated the malfunction to the multi-functional cable. The multi-functional cable was returned and after the evaluation is ompleted a follow up report will be sent.